Event description:
It was reported that a flex portion of a portex® bivona customized tracheostomy tube detached from the flange while the patient was asleep. The patient needed to have an emergent tracheostomy change to prevent any patient harm. No other adverse health outcomes were reported.